Event description:
Customer reported using infusion pump with a dialysis machine to infuse nutrients. The user started the pump and left to perform another duty. On returning in approximately 10 minutes, the bag was empty. Infusion should have taken approximately 40 minutes. The patient was observed and there was no adverse event. The clinical dietician/account manager reported that they suspect the pump was programmed incorrectly. Pump was evaluated by the manufacturer and no problems were found with the pump.